Event description:
Customer reported the collimator closed down and system had to be rebooted. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned the collimator connections. System operates as intended.